Event description:
It was reported that the patient's device was showing high impedance and low output current delivered. Clinic notes for the patient were received indicating that the patient's device was checked showing high impedance as well. The patient recently had a fall where he had to be carried underneath his arms and physician suspects this may have impacted the integrity of the lead. X-rays were performed on the patient but have not been reviewed by manufacturer to date. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported during pre-op that high impedance was still being seen with the patients device showing to be off. The patient indicated they had a traumatic fall in which they had to be put back in their bed which could have dislodged their lead. Implant and warranty registration card were received indicating the patient received a lead revision due to high impedance. There was no noted visible damage by the or support specialist on the portion of the lead explanted, however the surgeon did not remove the entire lead. The explanted device cannot be returned for product analysis due to hospital policy. No additional relevant information has been received to date.